Manufacturer narrative:
(B)(4). The device was manufactured december 21, 2014 ¿ december 22, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion of fluorouracil. The reporter stated that only approximately half of the fill volume was delivered after 46 hours of therapy. The fill volume and expected infusion duration were not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.